Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The peritonitis was discovered while the patient was hospitalized for an unrelated event. It was unknown if hospitalization was prolonged due to the peritonitis. Treatment information was not reported. The patient was later discharged from the hospital. Therapy was temporarily discontinued and the patient was placed on hemodialysis. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient was treated with unspecified antibiotics. A review of all batch record documents was performed for potentially associated lot numbers h13b22021, h13d25038, h13i25011, h13j25036, and h13k01019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.